Event description:
It was reported to boston scientific via a literature article published in icurology that a retrospective study was conducted to compare the clinical outcomes of aquablation and holmium laser enuclation of the prostate (holep) for treatment of benign prostatic hyperplasia (bph). A total of 104 patients were treated between january 1, 2023 and march 31, 2024. After propensity score matching (psm), the results of 34 patients who underwent holep utilizing the lumenis pulse 120h holmium laser system with moses technology were included in the analysis. Following treatment with holep, the following complications were reported: 2 patients had gross hematuria, 1 patient had prostatic fossa calcification, 1 patient had bladder neck contracture, 6 patients had de novo overactive bladder, and 3 patients had transient incontinence. All cases of transient incontinence resolved within 6 months of the procedure and there were no cases of persistent incontinence. With regards to the preservation of ejaculation, the following outcome were reported following holep: 9 patients experienced anejaculation, 4 patients experienced a decrease greater than 20% decrease, and 3 patients experienced no change. Overall, holep was found to be an effective surgical treatment option for patients with obstructive bph.

Manufacturer narrative:
Oh, k.t., & kim, j.h. (2025). Aquablation versus holep: propensity score matching analysis of functional outcomes and ejaculation preservation. Investigative and clinical urology, 66, 431 - 438.